Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient's hip was dislocated. There was a constrained liner in the patient that was removed and a 58mm x 28mm ((B)(4), lot# mjnvyr) was cemented into cup. The cup and stem from previous surgery were solid, so no action was taken.